Manufacturer narrative:
H.6. Investigation summary. No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown.

Event description:
It was reported that the bd cathena¿ safety IV catheter with wings bd multiguard¿ technology cannula was difficult to push and retract during use, causing a "bloody mess". The following information was provided by the initial reporter: "hard to push forward on cannula. Difficult to retract causing "bloody" mess. Do not like product."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd cathena¿ safety IV catheter with wings bd multiguard¿ technology cannula was difficult to push and retract during use, causing a "bloody mess". The following information was provided by the initial reporter: "hard to push forward on cannula. Difficult to retract causing "bloody" mess. Do not like product."